Manufacturer narrative:
Additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 27mm pericardial mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of three (3) years and 11 months due to tricuspid stenosis. The ttvr procedure was performed with a 26mm edwards transcatheter heart valve. The procedure was successful. No additional information was provided.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology combined with the patient¿s underlying risk factor of end-stage renal disease. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Post valve deployment, tee demonstrated no paravalvular leak. Mean gradient across the valve decreased from 20 to 3-4mmhg. The patient was transported to the ccu with stable hemodynamics. The patient was discharged home with home health care on pod #17 in fair condition.